Event description:
An endovenous laser procedure was performed and upon removal of the sheath and laser fiber, the physician noted that a length (approximately 6.5cm) of the sheath at the distal end was missing. Post procedure, an ultrasound examination of the extremity detected the sheath segment to be present in the closed great saphenous vein. The patient is asymptomatic at this time. The treatment plan by the physician has not been shared with vascular solutions.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported product lot numbers. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.